Manufacturer narrative:
The device has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. The battery compartment was alleged to be cracked/damaged with threads worn. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit.

Manufacturer narrative:
Follow-up #1: the pump has been returned and evaluated by product analysis on (B)(6) 2017 with the following findings: during investigation the battery compartment was found to be cracked from the threads to the left of the grip pad. The battery cap was found to have damaged threads, with it being difficult to attach/remove from the test pump.